Manufacturer narrative:
Additional information: b5 (treatment date). H11: corrected data.

Event description:
Allergan aesthetics received a report of a patient treated the submental on (B)(6) 2021, and on (B)(6) 2022 with coolsculpting cooladvantage petite coolfit has developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported to allergan aesthetics that a patient received a coolsculpting treatment to the submental area using the coolmini applicator and presented with paradoxical adipose hyperplasia (pah/ph) three months post treatment.

Manufacturer narrative:
The become aware date / g3 of the previously submitted report read as 27/sep/2023. However, the date which allergan aesthetics actually received initial reportable information was 25/sep/2023.

Event description:
A provider reported to allergan aesthetics that a patient received a coolsculpting treatment to the submental area using the coolmini applicator and presented with paradoxical adipose hyperplasia (pah/ph) three months post treatment.